Event description:
Cardiac catheterization complicated by the ivus catheter becoming snagged in the distal right coronary artery and was only able to be withdrawn after multiple attempts and much maniupulation by second doctor called in to assist. The procedure took hours extra time due to guidewire becoming kinked. Subsequently, upon post stent dilation of the 2 cypher stent, poor reflow to no reflow occurred due likely to the distal thromboembolization. After copious amounts of various medications, reflow was restablished. Patient had postprocedure chest soreness and ruled in for a small amount of st elevation myocardial infarction with peak troponin 1 of 9.